Manufacturer narrative:
Further investigation results noted: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results and increased monitoring were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The events of seroma-late and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "delayed seroma" and "(B)(6)." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "delayed seroma, delayed wound healing, (B)(6), swelling, displacement and malposition of implants, enlarged lymph nodes, rashes in armpit, chest, arms, and hands, fatigue, migraines, difficultly breathing, raynaud's phenomenon, numbness in hands and feet, anxiety," and "increase sweating in the armpit." This record is for the right side. Device has been explanted.